Event description:
As reported by an affiliate, pseudoaneurysm was confirmed at the puncture site post procedure. Manual compression was performed for approximately 20 minutes under echography and the pseudoaneurysm was healed. After the treatment, the patient was in stable condition. Initially, the exoseal was used for the hemostasis after pta for the left external iliac artery. Approach was made from the right common femoral artery with a guiding sheath (destination, 6f/45cm). Retrograde puncture. There was no stenosis or calcification observed at the puncture site. After the pta, the guiding sheath was exchanged for a short sheath introducer (radifocus 7f/10cm). Then, the exoseal was inserted into the sheath introducer. Adequate bleed-back signal from the bleed back indicator was confirmed, and the exoseal with the sheath was retracted until the bleed-back signal was disappeared and the indicator window showing changed to black-black pattern. Then the plug was deployed normally. After light compression for approximately 5 minutes, hemostasis was achieved. But slight swelling was observed at the puncture site. The patient kept quiet with compression band on his puncture site. Then, at midnight on the same day, the hemorrhage was confirmed at the wound site. Then echography was conducted and pseudoaneurysm was confirmed at the puncture site. The patient did not require a blood transfusion. Two days later the patient was discharged from the hospital with satisfactory progress. It is unknown if the prolonged hospitalization due to the pseudoaneurysm. The physician commented that the possible cause of the pseudoaneurysm was because the plug might have deployed at slightly distanced position from the vessel wall. However, the plug¿s position was not confirmed with echography when the pseudoaneurysm occurred.

Manufacturer narrative:
Complaint conclusion: after use of an exoseal device for vascular closure, it was reported that a pseudoaneurysm was confirmed at the puncture site a few hours post procedure. Manual compression was performed for approximately 20 minutes to treat the pseudoaneurysm successfully. The patient did not require a blood transfusion. The patient was discharged from the hospital two days later. It is unknown if the prolonged hospitalization was due to the pseudoaneurysm. Initially, the exoseal was used for the hemostasis after pta for the left external iliac artery. Approach was made from the right common femoral artery with a guiding sheath (destination, 6f/45cm) using retrograde approach. There was no stenosis or calcification observed at the puncture site. After the pta, the guiding sheath was exchanged for a short sheath introducer (radifocus 7f/10cm). Then, the exoseal was inserted into the sheath introducer. Adequate bleed-back signal from the bleed back indicator was confirmed, and the exoseal with the sheath was retracted until the bleed-back signal was disappeared and the indicator window showing changed to black-black pattern. Then the plug was deployed normally. After light compression for approximately 5 minutes, hemostasis was achieved. But slight swelling was observed at the puncture site. The patient kept quiet with compression band on his puncture site. Then, at midnight on the same day, the hemorrhage was confirmed at the wound site. Echography was conducted and pseudoaneurysm was confirmed at the puncture site. The physician commented that the possible cause of the pseudoaneurysm was because the plug might have deployed at slightly distanced position from the vessel wall. However, the plug¿s position was not confirmed with echography when the pseudoaneurysm occurred. The device was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site hematomas/pseudoaneurysms are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. These factors in combination with antiplatelet therapy after a procedure can lead to pseudoaneurysms. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.